Event description:
Additional information indicated that the high impedance measurements could be reproduced with arm movement. A revision procedure was performed and the competitor's lead was surgically abandoned. This device remains implanted with no further issues reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed intermittent high pacing impedance measurements greater than 2000 ohms in the competitor's right ventricular (rv) lead. A technical services (ts) consultant was contacted regarding this issue and discussed a possible connection issue or lead issue. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.